Event description:
Product surveillance was notified by a baxter clinical consultant that a donor death had occurred in 2002. Donor center was notified of event by the county coroner's office. The donor was a college student who was a frequent donor at the center and had last donated 4 days before their death. Initial information provided by consultant was that donor had been diagnosed with a meningococcal infection. The donor was admitted to the hospital 3 days later and was treated "briefly". Center has not been able to obtain any additional records or a copy of the death certificate.